Manufacturer narrative:
Visual and functional inspections were performed on the returned balloon catheter, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Although no scratches or peeling were noted near the rupture location, based on the reported information, it is likely that the severely stenosed anatomy caused damage to the outer surface of the balloon resulting in the reported balloon rupture during the first inflation to 6 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other armada 35 device referenced is in the filed under a separate medwatch report number.

Event description:
It was reported that during a severely stenotic left superficial femoral artery (sfa) intervention, two armada balloon catheters were used and ruptured. The first armada balloon ruptured during the 1st inflation at 6 atmospheres (atm). The second armada ruptured during the 1st inflation, at 7 atm. The devices were removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was successfully completed with an unspecified device. No additional information was provided.